Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: video socket was faulty.. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction video socket was faulty. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video processor kept losing connection during set up. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.